Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the patient's new system was implanted on (B)(6) 2018, an extension wasn't implanted because it was damaged during the placement procedure. The extension was replaced. Additional information received from the representative. It was reported that the extension was damaged during the tunneling process. The patient's weight was unknown. Additional information received from the representative. It was reported that the extension was not recovered and was placed in a sharps container so analysis could not be performed. No further complications reported.